Event description:
Follow up with the physician found that the increased seizures were due to an anesthesia reaction and were not related to vns.

Event description:
On (B)(6) 2013 it was reported that the patient had experienced seizures while on the operating room table at the end of her vns battery replacement on (B)(6) 2012. The patient had seizures for two days after surgery and then was back to normal. The physician later reported that the increase in seizures was not related to vns as the device was turned off post-implant. The seizures were noted to be post-op in recovery. The patient¿s device was activated and dosed as tolerated at each visit.